Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: as part of a legal dispute, the plaintiffs' attorney claim that during a da vinci-assisted sleeve gastrectomy procedure, the patient experienced an anoxic brain injury. With a chest tube in place, hemodynamic stability quickly returned and remained hemodynamically stable after the resuscitation and chest tube placement. The decision was made to continue the gastrectomy procedure to completion. It is alleged that the patient now suffers from a near vegetative state with little hope of recovery. The cause of the operative complication is unknown.

Event description:
As part of a legal dispute, it was reported that during a da vinci-assisted sleeve gastrectomy procedure, the patient experienced an anoxic brain injury. The issue occurred 12 minutes and 57 seconds into the procedure when the patient experienced a sharp drop in blood pressure causing tachycardia and peak inspiratory pressures to rise. Over the next ten minutes, the patient¿s heart rate continued to rise up to 130bpm (beats per minute), while his pulse pressure between the systolic and diastolic pressures narrowed significantly and the peak inspiratory airway pressures rose for the next 20 minutes. A narrowing pulse pressure, tachycardia, and elevated peak inspiratory airway pressure are typical as a tension pneumothorax develops. Cardiopulmonary collapse occurred at 13 minutes and 19 seconds and a code was called. The code team, which included an ER (emergency) physician, arrived at 13:22. An anesthesiologist ordered 1mg of epinephrine to be administered, per acls (advanced cardiovascular life support) guidelines. At 13:29, a chest x-ray was ordered, which showed a left-sided pneumothorax. A needle decompression of the left side of the patient¿s chest with an 18-gauge angiocath was performed, which was unsuccessful. At 13:39, a chest tube was placed into the left hemithorax which relieved the tension pneumothorax. In addition to the 20-minute period immediately preceding the code, there was an additional 20-minute period of resuscitative effort prior to return of spontaneous circulation and normal oxygenation and ventilation. With the chest tube in place, hemodynamic stability quickly returned and remained hemodynamically stable after the resuscitation and chest tube placement. The decision was made to continue the gastrectomy procedure to completion. After the decision was made to continue the procedure, at approximately 14:15, the bair hugger machine was restarted to rewarm the patient, in direct opposition to post-code care which specifies the patient must be cooled to decrease metabolic demands on a body and brain that has just suffered an anoxic event in the hopes of preserving as much function and avoiding as much damage as possible. At 14:24, the surgery resumed requiring the patient to be placed into steep reverse trendelenburg position for an additional 64 minutes after the resuscitation. This means the patient was tilted with his head up for purposes of the surgery, the exact opposite of what he needed to preserve brain function. After the completion of the gastrectomy procedure, the patient was transferred to the intensive care unit (ICU). In the ICU, it was noted by hospital physicians that the patient was suffering from myoclonic jerking of the face and extremities, indicative of anoxic brain injury. It was later confirmed by eeg, which showed moderate slowing, and an MRI, showing bilateral thalamic hyperintensity consistent with anoxic brain injury. It is alleged that the patient now suffers from a near vegetative state with little hope of recovery.

Manufacturer narrative:
On 10-nov-2022, intuitive surgical, inc. (Isi) received the surgical operative note as additional information. Information regarding post-operative care, in the ICU and the diagnosis of anoxic brain injury was submitted in the initial medwatch report. Summary of the surgical procedure: based on the information from the operative note, issues began at the time of the hiatal dissection when anesthesia noted increased peak airway pressures with decreased oxygen saturation and descending blood pressure. The davinci system (robot) was undocked and cardiopulmonary resuscitation was started. Chest x-ray revealed a tension pneumothorax, a chest tube was placed, and the patient status was stabilized. The operative note states, ¿it is likely this was a co2 pneumothorax from the laparoscopy and likely the patient has a small pleural tear on the left.¿ a decision to continue the procedure was made. The robot was redocked, the procedure continued and was completed without further events and the patient in stable condition. A review of the operative note was performed by an isi medical officer with the following summary: based on the operative note information, the pneumothorax developed around the time of the hiatal dissection. Inadvertent injury to this area may occur with many possibilities such as over dissection of the hiatus, injury to the diaphragm, or injury into the diaphragm crura. These types of issues could lead to co2 from the abdomen going into the chest and causing a pneumothorax which could then escalate as described. Barotrauma from anesthesia is another possible cause of a pneumothorax and would be unrelated to any hiatal dissection. While there is no allegation of a malfunction or injury directly from any isi product, insufficient information is available to fully evaluate the cause of the pneumothorax which then escalated to a tension pneumothorax, which then escalated to cardiovascular collapse which then resulted in a catastrophic neurological event.